Event description:
Update: medical records received on ad 20 april 2020 were reviewed on ad 27 april 2020. Doi: (B)(6) 2015 patient a right received primary attune tka to treat pain, swelling, and walking difficulty secondary to osteoarthritis with full cartilage thickness wear in the medial knee compartment. The patella was resurfaced, and competitor cement was utilized. The procedure was completed without complications. Clinic notes dated (B)(6) 2016- (B)(6) 2018: patient presents with right knee pain, swelling, walking difficulty, stiffness. Serial radiographic studies identify right knee swelling and synovitis as well as femoral radiolucencies that indicate femoral component loosening. Is recommended for revision surgery. Dor: (B)(6) 2018: patient received right knee revision to treat pain, swelling, walking difficulty, stiffness, and synovitis secondary to loosening of the femoral component and tibial tray. The femoral component was loose at the bone to competitor cement interface. The tibial tray was loosened and debonded at the cement to implant interface. There was sclerotic bone in the tibial and femur. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The revision products used are unknown. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, femoral component loosening at the bone to cement interface, and tibial tray loosening at the cement to implant interface. The patella component was well-fixed and retained. The surgeon noted sclerotic bone on both the tibia and femur. Competitor cement was used during the primary operation. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.